Event description:
It was reported that the customer was hospitalized due to a low blood glucose level, specific value was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.